Manufacturer narrative:
Due to characters limitations, e1 (event site telephone) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on the patient the cs100 intra-aortic balloon pump (iabp) was not showing ECG signal but after moving the ECG lead wire the signal came out. No patient was harmed or injured.

Manufacturer narrative:
Updated fields: b4, g1 (contact person; mfg site), g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) had not checked the device. The customer repaired it himself and the fault was eliminated after replacing the lead wire.